Manufacturer narrative:
Title: can postoperative mean transprosthetic pressure gradient predict survival after aortic valve replacement? Citation: clin res cardiol (2014) 103:133¿140 authors: bart m. Koene ¿ mohamed a. Soliman hamad ¿ wobbe bouma ¿ massimo a. Mariani ¿ kathinka c. Peels ¿ jan-melle van dantzig ¿ albert h. Van straten date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether this event has been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding a retrospective study which evaluated the effect of the mean transprosthetic pressure gradient (tpg) on late all-cause mortality following aortic valve replacement (avr) or avr with coronary artery bypass grafting (CABG). The study population included 2,957 patients (predominantly male; mean age 68 +/- 1 years), 1,701 of which underwent avr and 1,256 of which underwent avr with CABG with a mechanical or stented biological aortic prosthetic valve, all from a single (B)(6) institution between january 1998 and march 2012. Among all patients, 98 received a medtronic mosaic bioprosthetic valve (serial numbers not provided). There were 57 deaths within six weeks of implant. Overall survival for the entire group at 1, 3, 5, and 10 years was 97, 93, 87 and 67 %, respectively. None of the deaths were attributed to medtronic product. Based on tpg results the patients were placed into three groups: 876 patients were low tpg (=10 mmhg), 1,148 patients were medium tpg (10 - 19 mmhg), and 204 patients were high tpg (=20 mmhg). Other clinical observations included: 95 endocarditis, 122 renal dysfunction, and 112 cerebral vascular accidents (cva). Of note, it was not clear whether these observations occurred prior to or following prosthetic valve implant. Additionally, there was no indication of intervention or reoperation to address any of the noted observations. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.